Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up indicated that surgical intervention occured on (B)(6) 2019 wherein the leads were moved back into their original location, restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-04036. It was reported that the patient's leads migrated. Migration was confirmed via x-rays. Surgical intervention may be pending to address this issue.